Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that staples will not close properly.

Manufacturer narrative:
(B)(4). Correction: the device history record (DHR) has been updated. Per DHR the product visistat 35w 6/box lot # 73c1900574 was manufactured on (B)(6) 2019 a total of 15,000 pieces. Lot was released on 04/05/2019. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
It was reported that staples will not close properly.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number provided is not a valid number. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73b2000291 the staplers were functionally inspected (fired) and issue reported "staples won't close properly" was not observed in the current manufacturing process, the staples were loaded and released correctly. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
It was reported that staples will not close properly.